Event description:
On (B)(6) 2009, the pt had an ams ipp device implanted. On (B)(6) 2009, the reservoir component was re-positioned due to the pt complaint of discomfort. No components were removed. No pt complications reported.